Event description:
It was reported that the pt experienced arachnoiditis. The hcp believed that the catheter tip or baclofen may have caused the event. No other info was available as of the time of this report.